Event description:
Info received on (B)(6) 2012 stated that the pt had been explanted. No info has been received yet as to the reasons leading to the explantation of the device.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.